Event description:
The customer reported the optic of the +11.5 diopter aq2010v silicone three piece lens tore upon insertion. The lens was cut and removed without any patient harm.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned lens showed the was cut in half and a piece of the optic was torn off with a haptic and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
A lens work order search found no similar complaints within the work order. Per medical review - reportedly, intraoperative lens removal was performed to address torn optic noted during insertion. Incision was not enlarged and no other patient injury was reported. No reported post-operative sequelae. No reported problem with the device (lens and/or injector). It should be noted that user error (during loading or handling) could have caused/contributed to the event. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Cause not established; based on the complaint history, product evaluation, lens work order search, medical and device history reviews, it was noted that user error may have caused or contributed to the incident, however, we were unable to determine a specific root cause of the event. Corrected data: this is a re-submission to correct MFR # for supplemental #2 in which the MFR number was reported incorrect. Claim# (B)(4).